Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp stated that he was having se 2240 frequently. The tsr advised the hp that the hc machine would be swapped, but if he continues to have the se 2240 alarms after the swap, then he needed to speak to the nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).during a follow-up with the home patient (hp) about the alarm, the hp stated that he was no longer doing peritoneal dialysis. Per hp, there was no patient impact and the sample had been discarded. There was no lot number provided.this complaint for the system error (se) 2240 was not confirmed. The homechoice (hc) machine was also evaluated and the reported condition of a system error 2240 was not duplicated. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).